Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported a larger circular posterior capsule tear in a patient's left eye during irrigation and aspiration portion of a laser assisted cataract surgery. Anterior capsule remained intact during the procedure. An anterior vitrectomy was performed. Primary incision was enlarged with a keratome. The primary incision was sutured at the end of the procedure.

Manufacturer narrative:
A company representative went on site and evaluated the system due to the reported event. No system issue was found that could contribute to the reported event of posterior capsule tear. The treatment images were reviewed during the investigation and no abnormalities to the procedure were found. Based on assessment, the product met specifications at the time of release. Based on the information obtained, the root cause of the incomplete capsulotomy cannot be determined conclusively. (B)(4).